Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation after the patient fell, occurred (B)(6) 2020. 40/+6 humeral cup was removed and replaced by 40/+9. Primary surgery occurred (B)(6) 2018.